Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown and reset. Tandem technical support reviewed pump logs and verified that the pump shutdown down due to the customer not charging the pump, and an unexpected pump reset occurred. There was no impact to customer¿s blood glucose level. During troubleshooting with tandem technical support, the cartridge was successfully reloaded onto the pump and insulin delivery was resumed.